Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturers (OEM). The OEM performed a review of the manufacturing and quality control for the concerned serial number and revealed there were no non-conformities or deviations related to the reported event/device. In addition, the device history records were reviewed and showed that the device was manufactured according to valid instructions and met all specifications.

Manufacturer narrative:
The electrosurgical generator and foot switch were returned to olympus for evaluation. No other related devices were returned. The exact cause of the reported event could not be conclusively determined. Based on the evaluation results, the device functioned appropriately. A visual inspection of the footswitch found a cut on the cord insulation but no noticeable damage to its internal wirings. The footswitch was connected to the esg-100 and olympus test instruments. Both footswitch pedals worked properly and no activation occurred without the foot pedal being depressed. Furthermore, the devices passed the output power and high frequency leakage current inspection. However, the device failed to communicate with the olympus test endoscopic flushing pump machine (afu-100) due to a faulty/old version communication board.

Event description:
The user facility reported that during a colonoscopy/polopectomy procedure, the foot pedal began activating without depressing the pedal. In addition, the patient¿s colon was perforated. The device had to be unplugged to stop from activating. The intended procedure was completed using the same device. Following the procedure, the patient experienced abdominal pain. An x-ray was performed and the perforated colon was confirmed. Surgery was performed successfully. The patient was discharged and is doing well.